Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to sea water. The customer stated that they insulin pump alarmed button error right after it got exposed to moisture and that after she took the battery out and placed it in rice, it alarmed battery out limit. The customer stated that they could not clear alarm due to unresponsive buttons. The customer had already discontinued use of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on esc and act button. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm due to buttons unresponsive. Pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked case near display window corners, cracked on display window, missing end cap sticker, cracked reservoir tube lip and minor scratches on display window noted.